Event description:
The customer reported being in the emergency room with high blood glucose on the 500s, and she was treated with fluids. The customer experienced nausea, headache, trouble with the eyes, horrific body cramping, and extreme thirst. Troubleshooting was declined as customer stated that the event was due to bent cannulas. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.